Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use the implantable pulse generator (ipg) exhibited early battery depletion. The ipg was attempted not used. No patient was involved in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use the implantable pulse generator (ipg) exhibited early battery depletion. The ipg was implanted and remains in use. No patient complications have been reported as a result of this event.